Event description:
Health professional received a call in 5/03 from perfusionist. The day before, during a case (just after first induction), the perfusionist noticed clear fluid underneath the mps on the heart lung machine. The amount of fluid is unknown. The biomed requested that mps be taken off the heart lung machine and the back-up console installed (with the same disposable). The case was continued. There was a good arrest and no problems during the case. The biomed looked at the mps and could not find a problem. The mps was put back on the heart lung machine.